Manufacturer narrative:
Citation: gonzalez g, arora a, choi e, bresee c, perley j, anger jt. Outcomes of the supris sling in an urban latina population. Urology. 2022 may;163:3-7. Epub 2021 oct 9. Pmid: 34637838. Doi: https://dx.doi.org/10.1016/j.urology.2021.07.054. Age: mean age was 57, ethnicity: 86% hispanic, implant date: patients underwent implant from 2016 to 2018. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, a retrospective chart review of 101 women who underwent a mid-urethral supris sling procedure was conducted. Baseline characteristics and perioperative parameters were collected. Post-operative results and patient reported outcomes were collected at an average follow-up time of 19 months using the urogenital distress inventory-6 (UDI-6) and patient global impression of improvement (pgi-I) validated questionnaires. Subjective cure rates were compared using the nonparametric wilcoxon rank sum test. Sling failure requiring an operative revision was recorded. Post-operatively, eight women experienced de novo overactive bladder symptoms, three women underwent revision procedures, one woman underwent sling takedown, one woman underwent mesh removal, and one woman received a bulking agent. The surgical revision rate was 3%. In the primarily latina patient population, the majority of whom had mixed urinary incontinence, the supris retropubic sling greatly improved symptoms. Although reported outcomes were excellent in both groups, those with pre-operative urge incontinence were more likely to experience urge symptoms postoperatively. Despite persistent urge symptoms, patients reported improvement of their overall symptoms.